Event description:
The customer reported to philips healthcare that one of the paddles of the heartstart mrx was not in it's original position. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.